Event description:
It was initially reported that a (B) (4) handheld computer experienced a screen freeze. A hard and soft reset was performed but the issue prevailed. The handheld was returned to the manufacturer and underwent product analysis. Product analysis revealed no failure was identified with the handheld and the device performed according to specifications. Moreover, an analysis on the flashcard revealed that during the analysis, it was identified that the software would pause for 14 seconds following interrogation and diagnostic testing. This is expected behavior considering the database size. Furthermore, no anomalies associated with flashcard software or databases were identified during the flashcard analysis. However, it is known that under certain conditions, the reported screen freeze event can occur with the (B) (4) computer.